Manufacturer narrative:
The pump passed active current test, sleep current test, displacement test and self-test. No pump error 23 or blank display noted during testing. Verified the pump alarmed pump error 23 after battery removal on (B)(6) 2024 08:05:53.000 in pump downloaded history. These alerts are expected and occur during normal pump operation. Intermittent response from all buttons due to corroded keypad traces. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed the pump alarmed pump error 43 on (B)(6) 2024 07:49:18.000 in the history files due to corroded motor home switch. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, stained keypad overlay, and broken belt clip rails. The p-cap/reservoir does lock properly. Blank display was not observed during analysis and passed all required testing. No pump error 23 noted during analysis. Confirmed intermittent response from all buttons due to corroded keypad traces. Confirmed the pump alarmed pump error 43 in the history files due to corroded motor home switch. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, pump error 23, keypad/button unresponsive/button error, no current code/category. The customer reported no adverse event. The event involved product(s) mmt-1884. Trouble shooting was performed and customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.